Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during device check a few days ago, the representative told the patient that the device needed to be turned back on but was unclear to the patient what was being referred to, if it was the device or the communicator. Boston scientific technical services (ts) then discussed that either the device or the communicator cannot turn itself off. An attempt to obtain pertinent additional information was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.